Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6)2023. During the procedure, an attempt was made to incise the papilla in a certain angle, and then the cutting wire of the stonetome broke. The use of the device was discontinued, and it was removed from the scope. It was noticed that the scope had scratched. It was reported that no part of the device was detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked from the proximal pierced hole, which are consistent with the findings per media inspection on the provided photos and also when the device was observed under magnification. Additionally, the ends of the broken cutting wire were blackened, and the working length was torn at the distal pierced hole. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire and tear the distal pierced hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2023. During the procedure, an attempt was made to incise the papilla in a certain angle, and then the cutting wire of the stonetome broke. The use of the device was discontinued, and it was removed from the scope. It was noticed that the scope had scratched. It was reported that no part of the device was detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.